Event description:
It was reported that the patient recently had replacement surgery, and now has an infection at the generator site, due to the patient drooling on the incision site. Surgery was performed to clean, revise and irrigate the superficial infection. After the surgery it was reported that patient was on antibiotics for the infection. The infection is not completely cleared up and the patient will stay on antibiotics until the infection is cleared up. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. No additional relevant information has been received to date.